Event description:
The pt reported a surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) in 2007. The pt moved to another state and began to experience halos and glare. He went to another doctor and was told he had cataracts in both eyes. The pt reported he is planning on going back to his original doctor to be rechecked. The icl remains implanted. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Glare. Lens work order search. A lens work order search was performed and one similar complaint was found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined.